Event description:
It was reported that this right ventricular (rv) lead showed oversensing, with pacing inhibition less than 2 seconds. The rv lead was then surgically abandoned and replaced, during the normal device replacement. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.